Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the neurosurgeon felt resistance while removing the spindle from the catheter during surgery. According to the report, the neurosurgeon proceeded to remove the spindle from the lumbar catheter when it broke and the distal part of the catheter was left inside the patient. It was later reported that the surgeon indicated the broken piece of catheter that was left inside the patient did not pose a risk to the patient and would not contribute to death or serious injury for the patient. Reportedly, the surgeon tried to use the tuohy needle to adjust the catheter position but there was an issue with the stylet that was attached to the catheter and it was hard to pull out from it so the surgeon tried again but without the tuohy needle. It was also reported that after surgery, a CT scan was performed to examine the broken catheter inside the patient and it was determined the patient was okay.

Manufacturer narrative:
Approximately 78.5 cm of the lumbar catheter was returned. The returned lumbar catheter was patent. However it did not meet the requirements for leak testing due to the tip of the distal end being sheared off. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The IFU also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.